Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon reported a loud pop during third stroke of firing sequence. The distal staples did not form. The knife returned as normal on fourth stroke. The procedure was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: which area of the staple line did the malformed staples occur? Distal. Were the malformed staples observed during a leak test or visually observed after firing? Visually observed after firing. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. What color cartridge was being used? Blue. Was buttressing material utilized? If so, which product? Asku. Was the instrument fired across or near an existing staple line or clip? No clip ¿ asku. Staple line. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No the ec45a device was received for analysis with no visual non-conformances and with an ecr45b cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. No unusual noises were heard during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.